Event description:
The caller alleged a variance between the inratio inr results. Results are as follows: date inratio inr (B)(6) /2015 1.5, 4.3 and 1.4 therapeutic range: 2.0 - 3.0 the time between the first two (2) inratio test was less than five (5) minutes. The time between the second and last inratio test was approximately thirty (30) minutes. The same finger was used for the first two tests (multiple finger sticks). Additionally, multiple drops of blood was applied to the testing strip and the finger touched the sample well. All of these are considered to be improper techniques when testing on the inratio device. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. The retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances and the lot met release specification. Although improper techniques were identified in the complaint, a root cause could not be determined from the information provided. Based on the information available, there is no indication of a product deficiency and no corrective action is required at this time.